Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm) due to concerns of high out of range shock impedances on this right ventricular (rv) lead. Upon review, ts confirmed that the rv lead exhibited high out of range shock impedances measuring to be greater than 125 ohms. Further analysis of the daily threshold and impedance measurements trend reports showed the impedances had been gradually increasing over the past year. At this time, the rv lead remains in service. No adverse patient effects were reported.